Event description:
The patient via a healthcare provider reported that they did not think their stimulator was working because they were feeling more pain than before. The patient had a doctor's appointment scheduled for (B)(6) 2016 and wanted a manufacturer representative to be present. The patient was implanted for radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.